Event description:
Procedure type: colon resection. According to the reporter, the surgeon claims that he had a post-op leak in the right colon resection. He brought pt back within first week of surgery for reoperation. The portion that leaked was resected and created a new anastomosis and then oversaw the stapleline for safety. He claims that the leak was at the ta staple line. The device is not coming back for investigation.

Manufacturer narrative:
(B)(4).